Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 12 years), leading to wear failure of the power supply unit components and board components.

Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the front panel of the video processor would not light up and there was no output. There was no patient injury or harm, associated with the problem, reported to olympus.